Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture had been breaking off from the needle without tension. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when was the suture broke off from needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Suture broke off during handling and during use one patient. Was there any adverse consequence associated with the patient? No. Event related to mw # 2210968-2022-05987. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2022 h6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. The event description mentions that "the suture has been breaking off from needle without tension in two specific lots." The only reported lot number during the complaint intake was m8702, sbbckt. What is the second lot number? That was my mistake. I meant there were two boxes of the same lot number that had the issue. 2. What is the quantity of sutures the broke off from the needle for each respective lot? 4 each 3. Did these events occur in one or multiple patient procedures? Multiple this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-06939, 2210968-2022-05987.